Event description:
The customer reported a "no delivery" alarm. Instructed customer to change the infusion set and site. The customer stated that the night before her blood glucose was low because she might have over bolused. The customer reported that she went to the hosp for low bg's. The customer stated that her sugar levels were normal and when she got home bg's were high and went back to the hosp. The customer indicated that she was able to correct her sugar levels by raising the basal rates.